Event description:
Two unspecified mentor saline breast implants were received by the mentor failure analysis lab on (B)(6) 2022 for an event where left-sided deflation was reported. However, the devices were not differentiated for left and right. Multiple attempts were made for clarification. However, no response had been received. Since both devices were observed to be deflated, it was determined on (B)(6) 2021 that one of the received devices is as a blind unit. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the right-sided prosthesis.

Manufacturer narrative:
Investigation summary: mentor then conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the saline implant 325 cc, returned device. Leak testing was performed, according to the mentor procedure, and it identified a tear on the posterior view, measuring approximately 0.6 cm. No additional leaks were detected. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Since no lot number was provided, no manufacturing record evaluation could be performed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).